Manufacturer narrative:
The pump was received with blank display due to moisture damage on electronics assembly. The pump was unable to perform any test due to blank display. The pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the pump was completely blank and had moisture damage. The customer's blood glucose level was 89mg/dl. The customer was advised the pump would be replaced and returned for analysis.